Event description:
As reported by the user facility: reports safety clips not deploying. No injuries.

Manufacturer narrative:
(B)(4). The actual sample has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the results of the investigation become available. (B)(4).